Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The customer just got this bed and there was some damage to it. The legs were bent and 2 casters were damaged.